Manufacturer narrative:
(B)(4). Patient¿s exact age was not reported, however; it was reported that the patient was over the age of 18 years old. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ rx biliary preloaded stent was used during a procedure performed in bile duct on (B)(6) 2016. According to the complainant, the physician reported that within a week of stent placement (exact implant date not reported), it was observed on (B)(6) 2016 that the advanix biliary stent became occluded extrinsically due to a malignant tumor, resulting in cholangitis. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an advanix¿ rx biliary preloaded stent was used during a procedure performed in bile duct on (B)(6) 2016. According to the complainant, the physician reported that within a week of stent placement (exact implant date not reported), it was observed on (B)(6) 2016 that the advanix biliary stent became occluded extrinsically due to a malignant tumor, resulting in cholangitis. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. Additional information received on november 15, 2016. The first patient was examined on (B)(6) 2016 due to being symptomatic (cholangitis), and not for a planned stent removal procedure. When the physician examined the patient¿s stent, the extrinsic occlusion was noted. There was no information regarding whether or not the physician attempted to remove the stent. No treatment was reported for the cholangitis or occlusion. The physician reported that the patient is stable.